Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: did the patient undergo any preoperative radiation or chemo therapy? Yes. What anatomical structure was the device fired on? Bronchus. Were there any unusual sounds? No. What buttressing material was used? None. Did the surgeon wait 15 seconds prior to firing? Yes.

Manufacturer narrative:
(B)(4). Date sent: 8/3/2020. H10: corrected data = g4.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic left hemihepatectomy surgery, after firing, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Compression hemostasis was used to stop oozing. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information could be provided.